Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope had scope communication errors e216 and b30. The issue occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Based on the results of the investigation, the definitive root cause of the communication error e216 could not be determined since the event was not confirmed. However, the investigation confirmed the b30 communication error, which most likely occurred due to corrosion within the universal plug unit resulting in no image. Olympus will continue to monitor field performance for this device. Updated fields: d8, h2, h3, h6, h11.

Event description:
No additional information received from customer.